Event description:
The pt contacted lifescan alleging that their one touch ultra meter had missing segments. The medical affairs specialist mailed a letter since the pt could not be reached. The pt reported obtaining results such as 400 mg/dl and 300 mg/dl, while experiencing symptoms of low blood glucose levels. Yet, while the pt reported having low blood glucose symptoms pt described feeling tired and having frequent urination (high blood sugar symptoms). Prior to visiting the physician's office the pt took oral medication for their diabetes pt was treated by the physician and advised to increase their oral diabetes medications.